Event description:
Respiratory therapy (rt) was told about the airvo machine malfunctioning from the pt¿s nurse. The error code read as "e157." Rt checked for loose connections and/or cracked hoses. The airvo instructed rt to unplug and re-plug the machine in, but the issue was not resolved after doing so. At that point, the airvo was removed from the patient's room and replaced with another. The clinical engineering team did not find any repeated errors or malfunction during their evaluation. The airvo was placed back in service.